Event description:
As reported, during laparoscopic tapp (transabdominal preperitoneal) procedure on (B)(6) 2022, the capsure straight fixation device successfully released the two fasteners but would not fixate into the mesh/tissue. It was reported that the loose fasteners were removed from the patient's body. It was also reported that the fasteners got stuck in the device in between the firing and not coming out of the device. It was reported that another capsure device was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol capsure straight fasteners did not fixate the mesh. There was no reported patient injury. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 682 units released for distribution in jun,2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The subject device was returned for evaluation. Functional evaluation of the sample was unable to reproduce the reported event. The subject capsure was found to function as intended during dry firing and simulated use testing. The device deployed the remaining twelve fasteners with no issues. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Manufacturer narrative:
As reported, the bard/davol capsure straight fasteners did not fixate the mesh. There was no reported patient injury. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jun, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Not returned.

Event description:
As reported, during laparoscopic tapp (transabdominal preperitoneal) procedure on (B)(6) 2022, the capsure straight fixation device successfully released the two fasteners but would not fixate into the mesh/tissue. It was reported that the loose fasteners were removed from the patient's body. It was also reported that the fasteners got stuck in the device in between the firing and not coming out of the device. It was reported that another capsure device was used to complete the procedure and there was no reported patient injury.